Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect gel quantity was observed. Two (2) out of four (4) tubes observed in the photo had an excessive amount of gel. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect gel quantity. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was excessive gel in the tube. The following information was provided by the initial reporter. The customer stated: we "noticed a high amount of separating gel in the tubes.